Manufacturer narrative:
Physio-control performed an initial evaluation of customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer device and replaced the power pcb assembly and the battery wire harness as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.